Event description:
It was reported that the ilet user experienced a low blood glucose after announcing a meal size larger than the carbohydrates actually consumed, which constitutes an incorrect procedure related to user interaction with the system. The user understood the explanation and was advised to seek further assistance if needed. Symptoms included hypoglycemia with a lowest glucose of 64 mg/dl confirmed by glucometer. Outcomes included serious injury requiring unexpected medical intervention in the form of orange juice and glucose tablets, with recovery within approximately 30 minutes. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to the user interface and meal announcement process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.